Event description:
The customer reported that the device would not shock.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and the complaint is still under investigation.